Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had painful blisters under the garment. The patient consulted his physician who prescribed a gel. Follow-up indicated that the blisters were still present and that the patient ended use of the device. The current medical condition of the irritation is unknown.